Event description:
It was reported that the device gave an alarm with displayed message of "error 1870". No known adverse effects to patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with no damage observed on the pump. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download the event log, read out the pump error log and able to run the pump. The event log verifies that the event occurred (two 1870 alarm recorded). 1870 error is motor_timeout1. Visual inspection found some rtv sealant in the cam bearing of the pump. Motor current was measured and tested a little high but within specification. The expulsor's cam bearing was cleaned out and the motor was replaced as preventative maintenance to resolve the issue.